Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high capture thresholds. The lead impedance measurements were ranging around 300 ohms, within normal range. The physician suspected lead perforation but was not confirmed. Subsequently this lead was explanted and successfully replaced. No additional patient adverse effects were reported.